Event description:
On 07 august 2024, it was reported by a sales representative via email that 4 x ar-3636h self bunching kl 1.8 fibertak, hip failed during use. This occurred on (B)(6) 2024 in forte hospital during a hip labral repair. It was reported that the anchors were implanted in the patient and not holding. They were destroyed in recovery of product from inside hip. The case was completed successfully using a competitor's product. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.